Event description:
A malfunction alarm was reported by the customer, presenting with a malfunction code. There was no reported adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurred again, a directive that the customer understood and acknowledged.